Event description:
83-year-old female was admitted to the hospital on 3/24/94. A pacemaker had been implanted on 7/3/93. Approximately 2 months prior to the 3/24/94 admission she had experienced recurrent episodes of syncope with loss of consciousness. There was no evidence of pacemaker activity when checked in the physician's office. The pacemaker generator was replaced on 3/25/94 and the patient was discharged on 3/28/94 in good condition. The explanted pacemaker was returned to the sales representative (see attached history and physcial, discharge summary, and operative report.)